Event description:
It has been reported to philips that the system gave an alert indicating that it did not have enough disk space and could not expose. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer was performing a planned treatment procedure which was aborted. No harm was reported to philips. Philips remote service engineer (rse) connected remotely and confirmed the reported issue. The log files for the event date were not available. However, the log files analysis of two days prior showed the following user messages: "exposure not possible. Image disk full" and "free disk space is too low". The rse scheduled an on-site visit and upon further inspection, the field service engineer identified an issue with the image processing pc and the hard disks. After replacing the ip-pc and the hard disks, the system has been returned to use in good working order. Further analysis of image processing pc and hard disk were not possible as the parts are unavailable. The codes were updated based on the investigation outcomes.